Event description:
It was reported that during an ovarian cyst procedure, the distal part of the sleeve was broken. The surgeon washed out again and again not to leave fragments in the abdominal area. It was considered that there was little possibility fragments remaining. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 03/19/2008. Info anticipated, but unavailable at this time.